Event description:
Transport ventilator was placed on pt (without proper testing beforehand). It delivered 4 breaths, then a prolonged hold at 40-50 on h2o pressure. Ventilator alarm flashed red. User removed ventilator immediately. No pt injury.

Manufacturer narrative:
(Device is 9 yrs old.) Before usage, device was serviced negligently by user facility. Inside, we found all 3 internal pneumatic logic variable resistors to have been adjusted to a fully closed position. Therefore, device was not capable of maintaining proper pressure cycle. User also obviously did not perform the proper testing on the device, before setting up on a pt (as directed by the IFU).